Event description:
It was reported to physio-control that a staff member had been shocked by their device. At the time of the event, the staff member was performing a daily check of the device and was touching the handles of the hard paddles assembly. No further details about the event were provided. The customer, a biomedical engineer, had observed that the hard-paddles assembly had visual effects of pitting on each of the paddle plates. The biomedical engineer requested that the device be inspected by physio-control. Upon evaluation of the device, physio observed that the unit would not charge or shock when prompted.

Manufacturer narrative:
The initial medwatch report indicates: it was reported to physio-control that a staff member had been shocked by their device. No further details were provided, or available, about the staff member or the event. The customer, a biomedical engineer, was requesting that the device be inspected by physio-control. Upon evaluation of the device, physio observed that the unit would not charge or shock when prompted. The initial medwatch report should indicate: it was reported to physio-control that a staff member had been shocked by their device. At the time of the event, the staff member was performing a daily check of the device and was touching the handles of the hard paddles assembly. No further details about the event were provided. The customer, a biomedical engineer, had observed that the hard-paddles assembly had visual effects of pitting on each of the paddle plates. The biomedical engineer requested that the device be inspected by physio-control. Upon evaluation of the device, physio observed that the unit would not charge or shock when prompted.

Event description:
It was reported to physio-control that a staff member had been shocked by their device. No further details were provided, or available, about the staff member or the event. The customer, a biomedical engineer, was requesting that the device be inspected by physio-control. Upon evaluation of the device, physio observed that the unit would not charge or shock when prompted.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and confirmed that the device would not charge or shock when prompted. Physio then replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and observed that it was electrically damaged; however, component level cause could not be determined. After multiple attempts, physio has been unable to obtain additional information from the customer regarding the staff member being shocked.